Event description:
It was reported that the patient had an inflatable penile prosthesis old tubing removed due to an infection. The device still remains implanted. No further patient complications were reported in relation to this event.